Manufacturer narrative:
(B)(4). Additional concomitant medical products: 115395 comp rvs cntrl 6.5x25mm st/rst 178920. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 04382.

Event description:
It was reported that during implantation of a comprehensive mini baseplate during a reverse total shoulder arthroplasty, a large part of the patient's anatomical shoulder socket fractured off, when placing the central screw.

Manufacturer narrative:
The complaint cannot be confirmed as medical records or x-rays were not provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. A root cause could not be determined based on the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.